Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the laser probe could not be inserted into the 25g trocar during a surgical procedure. The laser probe was exchanged to complete the procedure. There was no patient harm.

Manufacturer narrative:
Additional information is provided. The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample determined that there was excess adhesive residue on the cannula tip. The reported event was replicated, as the sample could not be inserted into the trocar cannula. The 25 gauge illuminated flex curved laser probe was manufactured on january 29, 2018. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe cannula tip. The manufacturer internal reference number is: (B)(4).